Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical devices were not returned for evaluation. First and second photo shows two maxcore biopsy devices in which the stylet (sample notch) was noted to be bent backwards. No additional anomalies were observed. Third photo shows labeling information which is verified with tw. Based on the photo review, the reported bent issue can be confirmed for two devices. However, due to the absence of supporting evidence the investigation is inconclusive for reported difficult to remove for both the devices as no evidence was provided. Therefore, the investigation is confirmed for the reported bent needle for two devices as a bend was observed in the provided photo. And the investigation is inconclusive for the reported difficult to remove as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged needle bent and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided breast biopsy procedure using maxcore instrument. During the procedure the needle was bent and difficult the remove the needle from the patient. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided breast biopsy procedure using maxcore instrument. During the procedure the needle was bent and difficult to remove the needle from the patient. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.